Event description:
It was reported that the programmer was unable to boot up, that it stayed at a gray screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was not able to fully boot, it stayed at the "please wait" screen and the hard drive was reconfigured and the software reloaded to resolve. Analysis also noted that the link electronic module (lem) board had a loose electrocardiogram connector, the latch on the keyboard was broken and the system fan was noisy. The lem board was replaced and calibrated and the keyboard and system fan were replaced to resolve all. Concomitant medical products: product ID: 229047 software analyzer. (B)(4).